Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2020-00609, 1627487-2020-01487. It was reported that the patient was unable to set their device into MRI mode due to low impedances. In turn, troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the system was explanted.